Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor image provided. There is no reported device deficiency. Labeling review identified, that the product was expired ten days when it was used on the patient. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as not confirmed. The issue was considered as being user related. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'do not use the device after the ¿use by¿ date specified on the label.' H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the stent placement procedure, the stent was allegedly placed after the expired date. It was further reported that the sales representative pulled the device from his trunk stock, handed to the physician, and explained to the physician that the product is expired. The physician decided to use the expired device on the patient. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the stent placement procedure, the stent was allegedly placed after the expired date. It was further reported that the sales representative pulled the device from his trunk stock, handed to the physician, and explained to the physician that the product is expired. The physician decided to use the expired device on the patient. There was no reported patient injury.